Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/23/2011 with the following findings: the battery compartment threads were found to be stripped. The battery cap was not found to be damaged. Residual moisture was observed on the display screen and the display was found to have a leak. The pump was found to power up properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
It was noticed that following swimming the pump had no power. The patient indicated that her blood glucose levels were "ok." It was reported that the battery cap would not tighten on the battery compartment.